Event description:
Procedure type: hernia. Reportedly, the balloon exploded while inflating. Nothing however, fell into the patient cavity. Used another omspdb1000 to complete the case. No patient injury was reported.

Manufacturer narrative:
.